Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for ethanol gen.2 (etoh) on one patient sample. The patient had an initial sample at 4 am on (B)(6) 2013, and the result was 0.4%. The physician ordered a sample at 7:30 am to monitor the alcohol and the etoh result was 0.84 mg/dl, which was converted to <0.01%. This result was reported outside of the laboratory. The physician questioned the result and the sample was repeated on the same analyzer. The repeat etoh result was 286.57 mg/dl, which was converted to 0.287%. The customer deemed the repeat result to be the correct result and issued a correction. There was no adverse event. The lot number of the etoh reagent in use was 68263801, with an expiration date of 11/30/2013. The field service representative could not determine a cause for the issue. He did a general check of water pressure, dispense volumes and adjustments, all passed. He performed a precision check.

Manufacturer narrative:
Additional information was requested but not provided for further investigation. A root cause for this event could not be determined.